Event description:
The 3500a report added to the regulatory reports tab was included to document the submission date. Please reference (B)(4) for the actual MDR submission related to this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.